Event description:
Patient was revised to address a painful knee.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On july 27, 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 9:00 am, the patient obtained the error 1 error message on the reported meter; he did not obtain a blood glucose reading. The patient took no actions due to the meter issue. On (B)(6) 2010 at 11:00 am, the patient experienced the symptoms of dizziness, sweating and weakness. The patient's blood glucose level was tested using another meter, with the result of 59 mg/dl. The patient received treatment with food and/or a drink. He did not seek any medical attention. The patient manages his diabetes with set doses of insulin. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the reported meter issue, and he received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.